Event description:
A surgeon reported that suction was lost and a posterior capsular tear occurred while performing a laser capsulorhexis. A vitrectomy was not required and the procedure was completed.

Manufacturer narrative:
The field service engineer (fse) checked the system's vacuum, but was unable to duplicate the reported issue. The fse noted that the vacuum pressure was within specification and that 15 of the patient interfaces from the previous surgery day were tested and found to be operating properly. The device history records were reviewed for the laser and there were no unusual findings related to the reported issue. For the suction issue, no problem was found with the system; the system was operating properly. With regard to the posterior capsule tear, a root cause could not be determined, as no information was provided with regard to how it occurred. (B)(4).